Event description:
Anxiety mind [anxiety] discomfort vagina [vulvovaginal discomfort] entire box, faulty strings are half cut [device physical property issue] strings snap right off- tampon [device breakage] probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via e-mail that the strings are half cut and snap off. No serious injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Anxiety mind [anxiety]. Discomfort vagina [vulvovaginal discomfort] . Entire box, faulty strings are half cut [device physical property issue] . Strings snap right off- tampon [device breakage] . Probable manufacturing cause [manufacturing issue] . Case narrative: consumer reported via e-mail that the strings are half cut and snap off. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Anxiety mind [anxiety] discomfort vagina [vulvovaginal discomfort] entire box, faulty strings are half cut [device physical property issue] strings snap right off- tampon [device breakage]. Case narrative: consumer reported via e-mail that the strings are half cut and snap off. No serious injury reported.